Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for the screws, parts and lot numbers unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. .

Event description:
It was reported during removal a screw snapped off and some of the screw remained in the patient. The surgeon was removing two 3mm cannulated screws. One screw came out and the other screw head twisted off and remained in the patient. There was a surgical delay of between 14 and 30 minutes. The surgery was successfully completed, the patient outcome is unknown. This report is for the two screws. This is report 1 of 1 for (B)(4).